Manufacturer narrative:
Based on the claim against the product by the customer noting the unresponsive left master clutch button, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the surgeon side console (ssc) and replaced the left master tool manipulator (mtm). The fse performed system verification according to isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and failure analysis confirmed the customer reported issue. The reported failure was reproduced during visual inspection. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. The field service engineer replaced the mtm. This complaint is considered a reportable event due to the following conclusion: the ssc was in an unacceptable state after the start of the procedure as the left master tool manipulator (mtm) was unresponsive. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the clutch button on the left master tool manipulator was not responsive. The customer stated the button remained unresponsive after a power cycle of the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related error. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same system. The surgeon identified the issue during mid procedure and decided to just use the master clutch to complete the procedure. The system and everything were working fine until the middle of the case when the issue was identified.